Event description:
A malfunction occurred on a pump after a CT scan conducted on july 13, 2025. The customer¿s blood glucose level was reported as "high," exceeding 500 mg/dl. The customer administered a correction injection using multiple daily injections and did not require third-party assistance. Technical support planned to replace the pump; however, a new pump could not be sent until the pump's serial number was associated with the customer¿s account, and resetting the pump was not advised as the fault was non-resettable.